Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a company representative. It was reported the cardiologists did not mention anything to the company representative about the device or therapy having anything to do with the patient's admission to the hospital.

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) male patient receiving intrathecal fentanyl 1,599 mcg/day and bupivacaine 5997 mcg/day via an implantable infusion pump. The indication for use of the device was for post lumbar laminectomy syndrome and non-malignant pain. The concomitant medications and patient history were not reported. It was reported that there was a motor stall found during interrogation on (B)(6) 2016. The patient did not recently have an MRI. The manufacturing representative was on the way to meet with the health care provider (hcp) and patient to read the logs and confirm the stall. Additional information received from the manufacturing representative reported that patient came to and was admitted to the hospital for a heart condition/cardiac issues. The logs revealed a stall on (B)(6) 2016 at 20:55, recovery on (B)(6) 2016 at 12:16, stall on (B)(6) 2016 at 21:46, recovery on (B)(6) 2016 at 9:47, and then a stall on (B)(6) 2016 at 1:37 (no recovery noted). The elective replacement indicator (eri) was noted to be 19 months. Additional information received from the manufacturing representative reported that the patient noticed an increase in pain symptoms on (B)(6) 2016 at 3am. The pump was placed on minimum flow rate, and supplemented with oral medications. The pump was scheduled to be replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This pump was subjected to over-infusion (oi) CAPA testing. No further oi CAPA testing would be done. The return product analysis (rpa) finished out the destructive analysis. Destructive analysis was performed and gear shaft wear was found. Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Eval code method code and eval code conclusion code also apply to this event.

Manufacturer narrative:
During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.